Event description:
The customer reported loss of anesthetic gases on the medisorb¿ multi-absorber original, disposable. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. At this time, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.